Event description:
The account generated discrepant results on 4 patients using the cd3200 analyzer. Patient specimens were repeated at another laboratory with differing results. The account stated they were busy and did not follow the suggested action flags and laboratory protocols for confirming results prior to releasing results from the laboratory. No impact to patient management was reported. This report is for patient 4 out of a total of 4 patients. Patient: cd3200 at 11:05am, wbc=28.3 k/ul, rbc=3.13 m/ul, hbg=9.39 g/dl, hct=28.1%, plt=286 k/ul. Patient: another method at 1:04pm, wbc=28.4 k/ul, rbc=2.95 m/ul, hbg=8.4 g/dl, hct=27.0%, plt=302 k/ul.

Manufacturer narrative:
The investigation is in progress. No evaluation, results or conclusions can be made at this time. This is an initial report. An investigation is in progress. A final report will be submitted when the investigation is complete.